Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced elevated blood glucose levels due to unnoticed blood back flow in the cannula and tubing. The caller stated that the patient went to a trampoline park on the evening of (B)(6) 2019, which had put pressure on the cannula site, which was located on the patient's buttocks. The mother believes this was the cause of the blood back flow. The caller reported that the patient had hypoglycemia in the night of (B)(6) 2019, and woke up the morning of (B)(6) 2019 with high blood glucose. The mother administered a correction bolus and sent the patient to school. The school contacted the mother as patient's blood glucose levels were over 20 mmol/l and he was vomiting. The teachers administered a correction bolus in an attempt to lower his blood glucose. The teachers transported the patient to the hospital. The blood glucose results obtained at the hospital were not provided. The hospital staff performed an infusion set change and administered a correction bolus from the patients infusion device. The patient was in the hospital for 8 hours.